Manufacturer narrative:
Device evaluation: returned device was received with cracks and chipped out on both front corners of top case. Cracked battery door. Evidence of reported problem in event log was found. During the evaluation of the device it was unable to determine the intermittent of the error. Problem source is unknown. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service & repair records.

Event description:
Information was received indicating that a patient receiving epinephrine via a smiths medical medfusion® 4000 wireless syringe infusion pump, was reported to have sudden decrease in blood pressure (maps decrease). The pump then alarmed biomed failure. The patient required peri arrest epinephrine 3 times, vasopressin drip initiated, and the epinephrine drip titrated up. It was reported that the patient was on extracorporeal membrane oxygenation (ECMO) during this time. There were no further adverse effects.